Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use retrieval basket experienced resistance when attempting to pull a stone that was grasped in the bile duct. This occurred during a stone extraction of an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.